Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument was tested for energy delivery on an in-house system. Energy was delivered during multiple attempts without any issues and the electrical continuity test passed. The instrument was retested and passed all in-house testing on both attempts. No errors occurred during in-house testing. The instrument was fully functional. There was no physical damage at the distal wrist. The housing was removed for inspection and no damage was found. A review of the logs showed the emergency stop button was pressed by the user, but no failure related to the returned instrument was observed. There was no problem detected. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the fenestrated bipolar forceps instrument (471205-17/k10211004 0451) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. This complaint is being reported based on the following conclusion: it was alleged that the fenestrated bipolar forceps failed to unclamp. Medical intervention may be required in the event that the instrument fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the emergency wrench was used on the fenestrated bipolar forceps instrument and a none recoverable fault message came up on robot. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: "the instrument arm and instrument were fine then they were not." The jaws were stuck on tissue and the emergency wrench was used to open the jaws. There was no tissue damage. The customer elected to convert to laparoscopic surgery. There was no patient injury. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was only able to report the following; patient was a white (B)(6) female weighing (B)(6), and born on (B)(6).